Manufacturer narrative:
The unit passed the extended self-test and performance verification tests successfully.

Event description:
The backup battery test failed during preventative maintenance. The unit did alarm properly during alarm conditions. There was no patient involvement.